Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. In addition, the electrode was severed near the fantail and near the array prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wirebonds at the digital and analog chips. System lock is lost with pressure applied to the bottom cover. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The open visual inspection confirmed shorted wirebonds at some of the pins. The failure of this device is attributed to shorted wirebonds at the digital chip which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock following head trauma. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.